Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-18700-49 lobster clamp was being used in an unknown case to reduce the fracture, and one of the tips broke-off. The fragment was retrieved. The case was completed, with no patient effect reported. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken device. Without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.